Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that during patient treatment the ventilator generated two technical alarms. One indicating disabled valves and the other indicating an error in internal memory. There was no patient injury. (B)(4).